Event description:
The patient's sensor is currently being monitored for drift. It was reported that the patient was admitted to the hospital for fluid overload. Medication was administered and the patient has been discharged.

Event description:
An echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 37 mmhg. The sensor will continue to be monitored for possible drift.